Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor smooth round moderate profile 425cc saline prosthesis, catalog #3501670, serial #(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent breast augmentation revision on the left side with a mentor smooth round moderate profile 425cc saline prosthesis on (B)(6) 2013. On (B)(6) 2014, the patient underwent breast augmentation revision on the right side with a mentor smooth round moderate profile 425cc saline prosthesis. On (B)(6) 2018, right sided deflation, and left sided baker¿s grade ii capsular contracture was observed. At the time of this report, mentor has received no information regarding an expected explantation date, however, the patient has consulted a physician and plans to have the devices removed. (See 1645337-2018-03364 for contralateral prosthesis report).

Manufacturer narrative:
Additional information was received with the field experience report on 7/14/2018. The event date was updated. Bilateral prosthesis replacement with 470cc mentor memorygel breast implants was performed on (B)(6) 2018. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received with the replacement surgery operative report on (B)(6) 2018. The impacted product was initially filled to 475ccs. The patient tolerated the procedure well and was brought to the recovery room in stable condition. No procedural complications were noted. The investigation of the returned product was completed by the failure analysis lab on 8/10/2018. Device evaluation summary: it was reported that a (B)(6) year-old caucasian female underwent breast augmentation revision on the left side with a mentor smooth round moderate profile 425cc saline prosthesis on (B)(6) 2013. On (B)(6) 2014, the patient underwent breast augmentation revision on the right side with a mentor smooth round moderate profile 425cc saline prosthesis. On (B)(6) 2018, right sided deflation, and left sided baker¿s grade ii capsular contracture was observed. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. The product evaluation team discovered a rent measuring approximately 3.5 cm within a crease on the anterior aspect and extending to the posterior aspect. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. The product evaluation team concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).